Manufacturer narrative:
There is no indication of failure or malfunction of the nalu system or any of its components. Patient discomfort is likely related to significant weight loss after implanting the device.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2021 with good pain relief. Patient subsequently lost a significant amount of weight, which affected the positioning of the implanted device. Patient requested to have the implanted removed due to discomfort after weight loss. Explant was performed on (B)(6) 2023 with no complications reported.